Event description:
The plaintiff's atty alleged that the patient experienced a sudden cardiac event and expired the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products. Add'l info has been requested & will be submitted upon receipt accordingly